Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. No unexpected low battery alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer was experiencing high blood glucose readings of 411 mg/dl and ketones after eating a snack at school. Customer was treated with a correction. It was noted that the customer received little to no insulin and it is difficult for the customer's blood glucose readings to drop. Customer's blood glucose reading at the time of the call was 287 mg/dl. Customer experienced symptoms of thirst, urination and vomit. Self test was performed and passed. Troubleshooting was performed and all settings appeared to be normal. Customer stated that the drive support cap was slightly indented. Customer mentioned that it takes time to prime the pump and the battery dies on a weekly basis. Customer was advised to discontinue use of the insulin pump and the device is being returned.